Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) post-ventricular pacing going back as far as implant two years prior. The patient was currently experiencing shortness of breath. The lead remains in use. No further patient complications have been reported as a result of this event.